Manufacturer narrative:
Additional information: due to characterization limit e1 (event site telephone: (B)(6), initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the touch screen of cardiosave intra aortic balloon pump (iabp) was not responding.

Event description:
It was reported that before use, the touch screen of cardiosave intra aortic balloon pump (iabp) was not responding. No patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1(initial reporter, event site email), g1(contact person ¿ mfg site), g2, g3, g6, h2, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field safety engineer (fse) was dispatched at site to evaluate the unit. Fse checked machine and found control panel not working. Fse replaced touchscreen. Pump now functioning ok. Checks seen to pass.